Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00047 on mar 08, 2023 for an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient on lot 076. The sample was repeated on the same atellica im analyzer, and the result was lower. The same sample was repeated on an alternate atellica im, which also gave a lower result. Siemens filed the MDR 1219913-2023-00047 supplemental 1 on apr 12, 2023. Additional information received on apr 27, 2023: atellica im tnih initial patient result is 40 ng/l (below IFU 99th% of 45 ng/l; above IFU 99th% female serum = 38.64 ng/l).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00047 on (B)(6) 2023. Additional information mar 20, 2023: an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient on lot 076. The sample was repeated on the same atellica im analyzer, and the result was lower. The same sample was repeated on an alternate atellica im, which also gave a lower result. Siemens reviewed the available information to evaluate for a potential product problem. Qc was in range at the time the sample was run. Initial results 40 ng/l (< IFU 99th% of 45 ng/l) - repeated on same atellica im (result <3 ng/l) and alternate atellica im as <3 ng/l. Sample is serum spun on aptio centrifuge. Siemens reviewed the system log files provided by the region. The sample trace shows an issue with sample indicated by the sharp increase in pressure during aspiration. The most likely cause of the aspiration issue would be fibrin or minor clot within the sample. High-sensitivity troponin I (tnih) is a 100ul, direct assay. Therefore, an addition of foreign substance can cause an increase in relative light units (rlu) and thus an increase in results concentration. The dispense performed within specification. Siemens inspected the repeat of sid (B)(6) and found the sample trace to be normal. Siemens inspected all other 100ul tests performed around the time of sid (B)(6) and found no deformities that point towards hardware issues. Reagent traces had no deformities. No hardware errors observed within the time of sampling in the icdebug logs. Autocheck passed for all parameters for the day of occurrence. Conclusion: while the sample trace shows an issue with the sample quality, siemens cannot identify a hardware root cause for atellica im high sensitivity troponin I (tnih) lot 076 discordant patient result. Siemens cannot rule out preanalytical issues as the cause for the initial elevated result. No product problem issue is observed. The system is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was not reported to physician(s). The sample was repeated on the same atellica im analyzer, and the result was lower. The same sample was repeated on an alternate atellica im, which also gave a lower result. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant atellica im tnih result.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the result was lower. The same sample was repeated on an alternate atellica im, which also gave a lower result. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.